Event description:
It was reported via repair work order that the load wheel horn on the head section was broken which will effect loading of the cot into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.